Event description:
Ous MDR - it was reported that approx. 1 month after the implantation this lead was repositioned due to suspected dislodgement with an inappropriate shock delivery.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a sudden decrease of the sensing amplitude immediately after the implantation date. The provided iegms demonstrated noise artefacts with small amplitudes on the rv channel which led to shock delivery as reported in the complaint text. The available x-ray images were inspected showing a dislodgement of the lead which most likely led to the reported noise with shock delivery. Should additional information become available, the investigation will be updated.